Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal right coronary artery. A 4.00 x 12mm synergy drug-eluting stent was used; however, the distal end of the stent was damaged. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.